Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a sleeve gastrectomy, when attempting to use the device after loading the reload onto the handle, the device misfired. Another reload from the same lot was used but the device misfired again. A third reload was opened and the device was used with no issues. There was no patient injury.